Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated when they returned to the patient's room the arctic sun device was alerting 113 reduced water temperature control. Nurse noted patient was somewhat active and shivering. Hypothermia cool patient. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 10.2c system diagnostics showed that the outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 15.9c, inlet temperature (t3) was 15.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 0, heater 22 percentage, water reservoir level (wrl) was 5, system hours were 2135.3 and pump hours were 1879.2. Water temperature (wt) was continuing to increase and heater engaged. Advised swapping out to alternate device. Send this one to biomed labeled 113 not cooling. It was unknown what medical intervention was provided. Per follow up information received via task on 04may2026, spoke with biomed who stated this device seemed to be working fine. The water seemed to be decently cold. They wanted to speak with technical support to make sure they were not missing anything before sending the unit back into service. No further information to give at this time.